Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and leakage issue, as a compound split was noted approximately 17.6 cm from the distal end of the y-body. A pinhole was noted approximately 18.3 cm from the y-body. The edges of the compound split appeared jagged. The pinhole appeared to penetrate through to the inner catheter. Upon infusion of the white luer (small lumen) yielded a leak from the compound split and the pinhole. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 9f products are identified in d2 and g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement procedure on right subclavia, the catheter allegedly leaked from exit site. It was further reported that catheter was removed and straight crack was identified on catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 9f products are identified in procode and PMA/510k.

Event description:
It was reported that sometime post catheter placement procedure on right subclavia, the catheter allegedly leaked from exit site. It was further reported that catheter was removed and straight crack was identified on catheter. The procedure was completed by using another device. There was no reported patient injury.